Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called with questions regarding the programming of the insulin pump and the blood glucose meter. The paramedics were called to treat high blood glucose of over 600 mg/dl. The customer was not aware that the insulin pump was not working, due to dead batteries, she could not remove the battery cap. The current blood glucose reading is 486 mg/dl. The customer will change the infusion set. Nothing further reported.